Manufacturer narrative:
B)(4). No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do we have permission to reach out to your surgeon? If yes, please provide the surgeons name with email address. When we call, they might ask for your date of birth, what is your date of birth? Questions that will be asked to torax linx surgeon: what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Do you have the CT that shows the discontinuous device broken? What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was implanted in (B)(6) 2018. During a CT in 2022 it was noticed that the linx was broken. Patient did not have any symptoms that the device had broken.

Manufacturer narrative:
(B)(4), date sent: 8/18/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 18110, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Do you have the CT that shows the discontinuous device broken? What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Answers= imaging showed discontinuous linx (B)(6) 2022. Device lot number 18110. Yes it was initially effective although she had dysphagia the entire time postoperatively. No events were associate with symptoms, this was found incidentally. She had an MRI on (B)(6) 2018. Does not specify magnet strength but as far as I know, we only have 1.5 strength at our hospital. No other surge-des in that area. CT from (B)(6) 2021 shows the device to be intact. She is currently asymptomatic: with the exception of some dysphagia which is unchanged. No plan to take it out at the present time. She will be seen in one year with follow up x-rays to reassess. Additional information received: called and spoke to patient. She said for the first year, after implant, she vomited a lot and lost over 30 lbs. She did not have access to the x-ray of the device that showed it was broken but she did provide us with the dr.'s report. According to the DHR the lot number is lxmc14.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2022. Additional information was requested, and the following was obtained: do we have permission to reach out to your surgeon? If yes, please provide the surgeons name with email address. When we call, they might ask for your date of birth, what is your date of birth? Questions that will be asked to torax linx surgeon: what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Do you have the CT that shows the discontinuous device broken? What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer = you do have my permission to call my surgeon dr. (B)(6). (B)(6). Option 1 date of birth: (B)(6) 1943 I have not had an MRI, since the link was put in. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Do you have the CT that shows the discontinuous device broken? What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Manufacturer narrative:
(B)(4), date sent: 8/12/2022. Additional information received: patient called in to inform us that she did reach out to the doctor to fill out the form asking for additional information. The patient also stated that she has decided to keep the device in and that the doctor is going to x-ray her every three months to make sure the device does not move.